Manufacturer narrative:
We were notified that this lead was capped on (B)(4) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Increase in impedance from 600 to over 1400 ohms with increase in pacing threshold. The lead remains implanted.